Event description:
According to information received as of dec 13, 2021, a female patient was injected on (B)(6) 2021, with 1 ml of teosyal puresense ultra deep (tsul-210725a0) into the bilateral mid-cheeks and zygomatic areas (object of the complaint (B)(4)), with 2 ml of teosyal rha 4 (tpul-210427b0) into the bilateral zygomatic and anteromedial cheek regions (object of the complaint (B)(4)) and with 1 ml of teosyal rha 3 (tp27l-204416b0) into the lips ( object of this complaint). Approximately 2 weeks post-injection on (B)(6) 2021, the patient experienced some discomfort at the injection sites, accompanied by mild pain and neuralgia. It was reported that due to a stressful situation due to personal reasons, at the same period (a few days before (B)(6) 2021) the patient had deep vein thrombosis (dvt) in the lower limbs, for which she was advised to take acetylsalicylic acid (adiro) along with a micronized purified flavonoid fraction (daflon). The patient underwent a doppler ultrasound on (B)(6) 2021, but results were not provided. On (B)(6) 2021, the patient went to the emergency room where she was diagnosed with facial cellulitis and nodules on the palpebromalar groove and tear trough areas. As a corrective action, the patient received a combined antibiotic treatment (amoxicillin/clavulanic acid; augmentine 875/125 mg 3x/ day during seven days) and an anti-inflammatory agent (ibuprofen 400 mg 3x/day during 3 days). On (B)(6) 2021, the patient received the new treatment (antibiotic; amoxicillin (unknown dose) for 10 days and another anti-inflammatory agent (glucocorticoid; urbason 40 mg until dec 14, 2021). Following this initial report, the spanish subsidiary put in contact the injector with a local medical expert to advise on this case. The expert recommended the following treatment: antibiotic (azithromycin + ciprofloxacine), accompanied by corticosteroid (zamene) for 21 days. 5 days after the start of the treatment, injection of hyaluronidase. No additional information was received at the time of this report.